Event description:
The 8th contact was always showing less than 50 ohms whether they used the ens, ins or switched ports on the ins or channels in the ens. The lead worked fine when directly connected to the ens and ins.

Event description:
It was reported that, during an implant procedure, an extension showed impedances of <(><<)>50 ohms. The connection was checked and changed several times, with no change in results. The extensions became mixed up by someone in the operating room, so both extensions were returned, though only one had the low impedance readings. The extensions were replaced and the procedure was completed successfully. The patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis for extension (B)(4) revealed no anomaly found. Final device analysis for extension (B)(4) revealed no anomaly found.

Manufacturer narrative:
Implanted: 2012(B)(6) explanted: unk, lead model 3778-60 lot# unk (B)(4) implanted: 2012(B)(6)explanted: unk, lead model 37752 lot# unk (B)(4) implanted: unk explanted: unk, lead model 37743 lot# unk (B)(4) implanted: 2012(B)(6) explanted: unk, lead model 3708140 lot# unk (B)(4) implanted: 2012(B)(6) explanted: unk, lead model 3708140 lot# unk (B)(4) implanted: 2012(B)(6) explanted: unk, extension model 3708120 lot# unk (B)(4) implanted: 2012(B)(6) explanted: 2012-(B)(6), extension model 3708120 lot# unk (B)(4) implanted: 2012(B)(6) explanted:2012-(B)(6), lead model 355531 lot# n300353 serial# unk implanted: 2012(B)(6) explanted: unk, lead model 3550-39 lot# n301008 serial# unk implanted: 2012(B)(6) explanted: unk, lead model 3550-14 lot# n299683 serial# unk implanted: 2012(B)(6) explanted: unk, lead model 3550-14 lot# n299682 serial# unk implanted: 2012(B)(6) explanted: unk. The extensions have been returned to the manufacturer for analysis which is not complete as of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.